Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the suture package dry? Yes- the packaging was dry and the expected wetness/fluid was not present. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were all 3 samples of product code 687g and 35 of product code 1824h for (B)(4). Observed with "dry packages and brittle/easy breakage of two suture" ? Please provide the quantity with observed issue for each ip. Should these quantities need to be in the field of quantity to be returned and not in quantity of product involved? How many sutures are broken in each box in this single procedure during use or pre-op? Lot number for product code 1824h? Events reported in 2210968-2021-07657..

Event description:
It was reported that a patient underwent a septoplasty surgery on (B)(6) 2021 and suture was used. During the procedure, dry package was noted with easy breakage of suture. No adverse patient consequences were reported. Additional information was requested.